Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one more attempt was made and I was able to remove another small piece of the wire but coiled still did not come to the surface'), uterine perforation ('on the other side the issue device was noted to be perforating the posterior fundal part of the uterus'), device expulsion ('migration of essure device location of device: uterus') and embedded device ('examination of the removed pieces revealed that the main coil was probably still within the myometrium') in a 27-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), anaemia ("anemia"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and proctalgia ("anal pain"). The patient was treated with surgery ((bilateral salpingectomy and (bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device expulsion, embedded device, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia, fatigue, vulvovaginal pain and proctalgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, proctalgia, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for-pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) (unilateral occlusion, do not recall which side). Concerning the injuries reported in this case, the following ones were described in patients medical record: device expulsion, uterine perforation, device breakage, embedded device. Batch no c18707 . Production date 2014-01-27. Expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: added event anal pain and vaginal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one more attempt was made and I was able to remove another small piece of the wire but coiled still did not come to the surface'), uterine perforation ('on the other side the issue device was noted to be perforating the posterior fundal part of the uterus'), device expulsion ('migration of essure device location of device: uterus'), embedded device ('examination of the removed pieces revealed that the main coil was probably still within the myometrium'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('general abnormal bleeding/heavy bleeding') in a 27-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery ((bilateral salpingectomy and (bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device expulsion, embedded device, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: patient received treatment for-pain, bleeding concerning the injuries reported in this case, the following ones were described in patients medical record: device expulsion, uterine perforation, device breakage, embedded device. Batch no c18707, production date 2014-01-27, expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('general abnormal bleeding/heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), anaemia ("anemia") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for-pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: pfs received: event injury nos replaced with event ectopic pregnancy, device ineffective, general abnormal bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), anemia and fatigue. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one more attempt was made and I was able to remove another small piece of the wire but coiled still did not come to the surface'), uterine perforation ('on the other side the issue device was noted to be perforating the posterior fundal part of the uterus'), device expulsion ('migration of essure device location of device: uterus') and embedded device ('examination of the removed pieces revealed that the main coil was probably still within the myometrium') in a 27-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tonsillar hypertrophy in 2005 and ectopic pregnancy. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain") and proctalgia ("anal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 8 months after insertion of essure. On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/heavy bleeding"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery ((bilateral salpingectomy and (bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device expulsion, embedded device, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia, fatigue, vulvovaginal pain and proctalgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, proctalgia, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for-pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: unilateral occlusion (left tube occluded) (unilateral occlusion, do not recall which side); on (B)(6) 2017: unilateral occlusion - right insert is displaced. Concerning the injuries reported in this case, the following ones were described in patients medical record: device expulsion, uterine perforation, device breakage, embedded device. Batch no c18707 production date 2014-01-27, expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: added event anal pain and vaginal pain. On (B)(6) 2020: pfs received: lab test date added. On (B)(6) 2020: pfs received lab data was added. On (B)(6) 2021: pfs received: onset date added for event migration of essure device location of device: uterus, vaginal pain, anal pain, dyspareunia and dysmenorrhea added. Severity added to anal and vaginal pain. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one more attempt was made and I was able to remove another small piece of the wire but coiled still did not come to the surface'), uterine perforation ('on the other side the issue device was noted to be perforating the posterior fundal part of the uterus'), device expulsion ('migration of essure device location of device: uterus'), embedded device ('examination of the removed pieces revealed that the main coil was probably still within the myometrium'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('general abnormal bleeding/heavy bleeding') in a 27-year-old female patient who had essure (batch no. C18707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery ((bilateral salpingectomy and (bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device expulsion, embedded device, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anaemia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: patient received treatment for-pain, bleeding. Concerning the injuries reported in this case, the following ones were described in patients medical record: device expulsion, uterine perforation, device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: mr received; new events- device expulsion, uterine perforation, device breakage, embedded device, were added & one event was down graded from ectopic pregnancy to pregnancy(no complication). Lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.